Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8262057. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples were submitted to be used in evaluation and testing. During the course of leakage testing and microscopic observation, the devices were found to be free of leaks under product specifications or damage indicative of such a failure. Further, the heparin cap was subjected to torsion testing and found similarly to be performing as expected according to the product specifications. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found blood leakage at prn, then change a new prn.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found blood leakage at prn, then change a new prn.